Event description:
It was reported the patient presented remotely via merlin.net with episodes of non-sustained right ventricular oversensing. Upon interrogation of the patient's cardiac defibrillator, far p waves oversensing on the right ventricular sense amp was observed. The device was reprogrammed and the patient will be monitored. There were no patient symptoms reported.